Event description:
It was reported that an ilet insulin pump stopped dosing and displayed repeated restart 39 errors with messages to check alerts, was unable to proceed with rewind, and produced error code 39 identified as an insulin shaft encoder failure associated with the plunger component; the device was synced prior to shutdown, the patient performed a manual insulin injection during the interruption, and a replacement device was arranged. Symptoms included hyperglycemia, with a fingerstick reading reported as high prior to recovery to a subsequent blood glucose of 149 mg/dl. Outcomes included an unexpected medical intervention, as the patient required medication via manual insulin injection. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a failure to infuse related to an electrical or electronic component problem affecting the insulin shaft encoder linked to the plunger mechanism. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.